Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a caused for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation was a cascading events of the slda. Mitral regurgitation (mr) is a listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were a results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and heart failure for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was determined that a single leaflet device attachment (slda) occurred and clip was no longer attached to the anterior leaflet. Mr was grade 5 after slda.